Manufacturer narrative:
The report of pump stoppage events were confirmed based on the submitted system controller log file; however, a specific cause for the reported events and a correlation to the evaluation of the returned section of percutaneous lead (lead) could not be determined. A section of the external portion/distal end of the lead approximately 21 inches was returned. The lead appeared to have many twists and bends. Tape had been applied to majority of the returned lead covering many holes in the silastic sleeve. The silastic sleeve was removed, and examination of the shielding and bionate layers revealed a discolored bionate and multiple areas with shield breakdown. An electrical continuity test of the returned lead was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the lead. The shielding and bionate layers were removed and examination of the underlying wires revealed no evidence of disruptions or damage to the wire insulation or underlying conductors. The lead was submerged in a saline bath for high potential testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the lead wires that would have resulted in an electrical short. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device ¿ 6 years and 11 months. The replaced portion of the percutaneous lead was received. The investigation is not yet complete. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient was experiencing decreases in speed below the low speed limit. The patient remained asymptomatic during the event. The log file was reviewed and the low speeds were confirmed and seemed to occur while the patient was connected to the power module. The x-rays were reportedly suspect. It was suspected that there was an issue with the percutaneous lead. On (B)(6) 2015, the manufacturer's technical services representative evaluated the percutaneous lead. The continuity test did not indicate any broken wires. By the request of the hospital staff, the external portion, approximately 4 inches from the exit site of the percutaneous lead was replaced. The patient was put on a grounded power module patient cable after the replacement with no issues.